Event description:
It was reported that the patient contacted boston scientific technical services (ts) explaining that their remote communicator displayed a red call doctor (rcd) icon, which indicates an alert could not be transmitted. There is no further information available at this time. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) explaining that their remote communicator displayed a red call doctor (rcd) icon. Further investigation found that the rcd was related to an alert for high out of range right ventricular (rv) pacing impedance measurements greater than 3000 ohms. There is no further information available at this time. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
Please note that this is a duplicate. This incident had already been reported via report 2124215-2024-03120.